Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015, requiring medical intervention. Patient was wearing dexcom continuous glucose monitor (cgm) at the time of the reported event, but does not remember if cgm alerted. Patient reported that she was sitting on her sofa and talking on the phone when she passed out. Patient reported that she passed out because she forgot to eat. Patient's husband took her to the emergency room (ER). Patient was administered glucagon at the ER. Patient was unsure if any other medications were administered. Patient was released the same day. At the time of contact, patient reported current condition as "ok". No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. The complaint device was returned for evaluation. A follow up report will be submitted upon completion of evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction the customer complaint was not confirmed. A root cause could not be determined.